Manufacturer narrative:
(B)(4). Concomitant products: guide wire: command es 300cm; sheath: terumo 6f brite tip. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified; therefore no corrective action is required.

Event description:
It was reported that during a mildly calcified, narrow, mildly tortuous, mid superficial femoral artery stenting procedure, after pre-dilatation to a vessel diameter of 6 mm, the supera self-expanding stent system was advanced over a command es 300 cm guide wire through a 6 fr introducer sheath. During deployment, approximately 3 cm of the stent was deployed into the introducer sheath. A cut-down was performed to remove the stent from the sheath and the vessel. An absolute pro stent was implanted to treat the lesion. There was no additional information provided.